Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple occlusions alarms observed in the black box history with a high force at the time. The pump successfully completed a rewind, load, and prime sequence with no alarms emitted. The force sensor calibration test was within specification. The pump was exercised for 24 hours with no occlusion alarms occurring. The battery cap was not returned with the device, so a test cap was used for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.